Manufacturer narrative:
Investigation was unable to assign a root cause for the device malfunction. The device met product specifications prior to shipment for distribution by the customer. No further investigation required.

Manufacturer narrative:
The complaint sample was returned to greatbatch medical for evaluation and the reported event was confirmed. The cardan joint was bent and deformed outward on the drive chain, which would lead to having a limited turning radius making the metal handle offset cup impactor difficult to disengage from the cup. A visual inspection was performed and there are numerous scratches on multiple pieces of the metal handle offset cup impactor, along with staining across the body of the metal handle offset cup impactor. A manufacturing review was completed and no discrepancies were found. Further investigation is required. Once additional investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
It is expected that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted.complaint information provided by depuy synthes.

Event description:
It was reported during an unknown procedure on a (B)(6) female, the inner portion of the cup inserter broke and made it difficult to disengage from the cup. The cup had to be pulled from the acetabulum and use tools to remove the cup from the cup inserter. The surgery was delayed by 5 minutes. All pieces were retrieved. There were no adverse events reported as a result of the malfunction.